Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with moderate tortuosity and mild calcification, pre-dilatation was performed. A 3.0x33 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was implanted. During post stent deployment angiography check, a dissection at the distal end of the stent was observed. An additional unspecified stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.